Event description:
It was reported to medtronic minimed that the customer experienced open book image error. The customer reported blood glucose value of 480 mg/dl. The customer reported hyperglycemia, vomiting, malaise, nausea treated with emergency medical services/ambulance/emergency room visit, IV insulin drip (intravenous insulin infusion), hospitalization: overnight stay. The event involved product(s) mmt-242a, mmt-332a, mmt-1880. Troubleshooting was performed. Customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-242a and mmt-332a. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. No critical pump error (open book image) alarm noted during testing. Unable to test or verify unexpected pump error(s) due to flashing medtronic logo. Pump received with flashing medtronic logo. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked case above the lock icon at the battery compartment, stained keypad overlay, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. The pump did not have a battery installed when received. No damage noted on the original battery cap. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, and pcba 2. No damage noted on the force sensor or on the motor. Using a test pcba 1 and the original pcba 2, the pump had flashing medtronic logo. Flashing medtronic logo was confirmed during analysis due to moisture damage on the pcba 2. Unable to verify bolus delivery, source of boluses delivered, daily total of all insulin delivered and any alarms/suspends for event date 06-jul-2024 due to flashing medtronic logo/download anomaly. Unable to perform the history review 1 week prior to the event date 06-jul-2024 in the pump history file due to flashing medtronic logo/download anomaly. Unable to perform the pump passed the functional test due to flashing medtronic logo. Unable to confirm alleged high bgs. Critical pump error (open book image) alarm not confirmed. Flashing medtronic logo was confirmed during analysis due to moisture damage on the pcba 2. Unable to download confirmed due to flashing medtronic logo. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.